Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The pt developed purulent green drainage from the abdominal wound site. The abdominal wound was cultured and grew staph aureus. The pt was diabetic and had a history of delayed wound healing. The pt underwent explantation of the pump and catheter in 1999. The pt was treated with IV vancomycin for three weeks. The pt recovered and underwent implantation of another synchromed pump and catheter. The pt's condition is improved.